Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient samples processed on a vitros eci immunodiagnostic system. Patient 1 = 0.057ng/ml vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they occurred undetected. The higher than expected vitros tropi es patient result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros eci immunodiagnostic system. The most likely assignable cause for the non-reproducible, higher than expected vitros tropi es result is analyzer related, as within-laboratory precision testing was unacceptable. Following completion of service actions acceptable vitros tropi es precision was observed indicating that the eci system was returned to its expected performance. There was no indication the vitros tropi reagent contributed to the event, based on acceptable historical tropi es quality control data. In addition, the customer is following the sample collection device manufacturer's recommendations; therefore, improper pre-analytical sample is ruled out as a contributing factor.